Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and an error code 5 was received. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported the handpiece was giving handpiece errors during a case with a handpiece activated shear. The handpiece was swapped with another one and the case was completed with no pt consequence.